Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter right common iliac artery aneurysm. It was reported the proximal site had a short neck and the vessel anatomy was poor. No endoleaks were reported at the end of the index procedure and follow up visits were continued. It was reported that due to the patient receiving dialysis because of poor renal function, a CT angiogram was performed approximately 5 years post index procedure which revealed a type ia endoleak had occurred. Per the physician, the cause of the event was suspected to be patient anatomy and the stent graft may have been undersized. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information received on this case reported that approximately 5.5 years post index procedure an excluder cuff was additionally implanted. No endoleak was observed after this but a space between the stent graft and the vessel was partly observed on CT. The patient will be monitored as an outpatient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.